Manufacturer narrative:
E1 address: line 1: (B)(6). The device was returned and evaluated, and the customer¿s allegation of elevator wire broken & angulation play was confirmed. In addition to dirty lg lens and forceps elevator had foreign material findings, the additional evaluation findings are as follows: free play, scope connector cover unit had a scratch, lg bundle had breakage, due to deformation of suction connector, water tightness was lost, due to deformation of electrical connector, water tightness was lost, due to wear of angle wire, the play of up and down knob was out of the standard value, adhesive around lg lens had discoloration, plastic distal end cover had a scratch, grip had a scratch, inside of lg lens was dirty, lg cover glass had a dent, due to damage on charged coupled device unit, the specified resolving power was not obtained, universal cord had a scratch, adhesive on a rubber was detached, image guide protector had a scratch, suction cover had a scratch, knob wire was completely cut off, switch 1 had a scratch, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of right left knob was out of the standard value, forceps elevator had foreign material, lg cover glass was dirty, forceps elevator wire (k wire) was completely cut off angulation works but angulation control knob felt too loose or light switch box had a scratch, due to wear of angle wire, bending angle in down direction did not meet the standard value, due to wear of angle wire, bending angle in left direction did not meet the standard value, due to wear of angle wire, bending angle in right direction did not meet the standard value, control unit had a scratch, forceps channel port had a dent, control unit had discoloration, and connecting tube had a wrinkle. Since foreign material was not at external surface of the device, the material could not be removed by reprocessing. Based on the investigation, it is likely that the lg-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. However, we could not specify occurrence cause by confirming the event or analyzing the actual device for the subject device. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope elevator wire broken & angulation play. The issue was found during procedure. There were no reports of patient harm. During the device evaluation, the following reportable malfunctions were found: inside of light guide (lg) lens was dirty and forceps elevator had foreign material and therefore is considered a medical device report (MDR). This medical device report is being submitted to capture the reportable malfunction found during evaluation.